Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50 serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical; lead model #: sc-4318, lot #: 19105085 description: clik x anchor. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site due to the lack of body fat that she had. The patient underwent an explant procedure. No device malfunction was suspected.